Manufacturer narrative:
Concomitant medical products: z77000131 mechanical valve, implanted (B)(6) 1999; ddbb1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The superior vena cava (svc) was turned off and the svc alert was turned off, the remainder of the lead is still in use. No patient complications have been reported as a result of this event.